Manufacturer narrative:
The insulin pump was received with cracked end cap. Analysis was unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to cracked end cap. However, the insulin pump was received with normal operating currents and passed self test and unexpected restart error test. The insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump was also programmed with test glucose meter. The insulin pump was communicated properly and recorded the 92 mg/dl value properly from glucose meter. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
The representative reported via phone call that the insulin pump would not upload to the carelink. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.